Event description:
It was reported that customer experienced alarm 2 with multiple recurring occlusion events that led to blood glucose, including a recorded value of 396 mg/dl on reported event date. There was no additional information received regarding other impacts to the customer¿s blood glucose level. Customer gave correction bolus via pump, changed infusion set and cartridge, and then resumed insulin, did not require third-party assistance, and was advised by technical support to contact for help during future occlusions, while matter was also escalated to clinical field team for further support.